Event description:
Advanced bionics was made aware the pt was explanted. The surgeon noted the pt had middle ear and mastoid cholesteatoma and granulation tissue. Reimplant surgery has been scheduled.

Manufacturer narrative:
This device was explanted for medical reasons. External visual inspection of the device revealed the electrode was severed along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. Advanced bionics is in the process of gathering more info; once more info has been obtained a supplemental report will be submitted.